Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was 800 mg/dl with high ketones identified as life threatening by their hcp. Customer administered a manual insulin injection to address elevated bg. Customer required assistance from their friend for their elevated bg; however, details on what the assistance was were not provided, and customer did not respond to follow up attempts made by tandem technical support to obtain further information. Customer went to the emergency room and was subsequently admitted to the intensive care unit for elevated bg on (B)(6) 2024. Customer was treated with intravenous fluids of saline and insulin and was released on (B)(6) 2024 with no permanent damage. Customer loaded a new cartridge to resolve the issue and successfully resumed insulin delivery.